Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The cause could not be determined during system check with tandem customer technical support (cts); however, customer reported using cold insulin. The customer's blood glucose level was 386 mg/dl. Customer filled a new cartridge with room temperature insulin, no occlusion alarm occurred, and insulin delivery was resumed successfully.